Event description:
Autoclave suspected of dripping nonsterile water on instruments after completion of sterilization cycle. Water leaked out of pipe into chamber of autoclave. Instruments used in eye surgery. Pipe sealed off by co rep. May have been a problem with a valve or valves. Co rep unable to furnish info on valves. Pt receiving antibiotics prophylactically to prevent infection.